Manufacturer narrative:
This report is for an unknown t-pal cage/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a transforaminal lumbar interbody fusion (tlif). The transforaminal posterior atraumatic lumbar (t-pal) applicator inner shaft was bent during the insertion of the t-pal cage into the disc space which ultimately disallowed the inserter to be disengaged from the tpal cage. Upon learning the tpal inserter would not disengage from the cage after going through the proper steps in accordance with the tpal technique guide to disengage the inserter from the cage, the surgeon began to pull the cage out of the disc space with the inserter still attached. The surgeon did not reinsert another cage into the disc space due to cerebrospinal fluid (csf) leak was noticed while removing the compromised t-pal applicator inner shaft and attached t-pal cage. The csf leak was addressed in the surgery. The surgery was completed by packing bone into the disc space. There was no surgical delay and the patient currently has foot drop. Concomitant device reported: applicator outer shaft (part # 03.812.001, lot # unknown, quantity# 1); knob (part # 03.812.004, lot # unknown, quantity # 1). This report is for one (1) unknown t-pal cage. This is report 2 of 2 for complaint (B)(4).